Manufacturer narrative:
Correction: section h imdrf annex c grid. A supplemental MDR was submitted to reflect the correct imdrf annex c grid.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was not opening and receiving message failed hardware. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was not opening and receiving message failed hardware. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open due to a jammed medication wrap. A field service engineer (fse) ejected the cubie to remove the medication, and customer replaced it. The fse then logged into the hardware test application and tested the cubies and drawer. All drawer functions were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.